Event description:
It was reported that a steam pop occurred causing the patient to suffer cardiac tamponade. This occurred while on the 12th burn (approximately 31 seconds long) with the power set at 40 watts. There was a slight rise in the impedance when the steam pop occurred. Approximately 1.8 liters of blood was aspirated from the pericardium. There was no alarm or indication that any of the equipment malfunctioned.

Manufacturer narrative:
It was reported that the patient was stable at the end of the procedure; however, no additional information is available in regards to the patient, procedure, or medical intervention. The customer indicated that the bwi equipment did not malfunction and no service is requested at this time. If the customer returns the catheters involved in the procedure, an investigation will be performed and a 3500a supplemental will be submitted to the FDA as required. Concomitant products: carto xp system, us catalog # m470001, (B)(4). Stockert 70 rf generator, us catalog# s7001, (B)(4). Coolflow irrigation pump, us catalog # cfp002, (B)(4). Lasso electrophysiology catheter, us catalog # d7l2030rt, lot # 15185066. Soundstar (B)(4), ge, us catalog # sndstr10g, lot # unknown. (B)(4).